Manufacturer narrative:
Product investigation is in progress.

Event description:
(Stick to skin) and cause irritation- skin [skin irritation]. Small pieces of string come loose from the tampon¿s cord [device breakage]. Pieces of string (come loose). Stick to the skin [product residue present]. Case narrative: consumer reported via e-mail that the string comes loose from the tampon cord and stick to the skin. No serious injury reported.

Event description:
(Stick to skin) and cause irritation- skin [skin irritation]. Small pieces of string come loose from the tampon¿s cord [device breakage]. Pieces of string (come loose)¿stick to the skin [product residue present]. Case narrative: consumer reported via e-mail that the string comes loose from the tampon cord and stick to the skin. No serious injury reported. Lots: 5 106 2080 v3 21:46 1, 4 269 2080 v3 19:44.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
(Stick to skin) and cause irritation- skin [skin irritation] small pieces of string come loose from the tampon¿s cord [device breakage] pieces of string (come loose). Stick to the skin [product residue present]. Case narrative: consumer reported via e-mail that the string comes loose from the tampon cord and stick to the skin. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
(Stick to skin) and cause irritation- skin [skin irritation] small pieces of string come loose from the tampon¿s cord [device breakage] pieces of string (come loose). Stick to the skin [product residue present]. Case narrative: consumer reported via e-mail that the string comes loose from the tampon cord and stick to the skin. No serious injury reported.